Manufacturer narrative:
UDI: (B)(4). The reporter¿s phone number was not provided. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the motor was damaged and would not run. It was further determined that the device would not run; therefore, the test associated with the running motor could not be performed. It was further determined that the device failed pretest for check power with test bench (minimum: 67.5 to maximum: 110 w (watt). Record the value of test bench. - record value "0" in case of no function of handpiece. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device did not work correctly. It was further reported that the device stopped working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.